Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.